Manufacturer narrative:
(B)(4).FDA maude report #: mw5060953.

Event description:
Patient reported on (B)(6) 2016 that their continuous glucose monitoring device was not working. No injury or medical intervention was reported. Additional event or patient information was not provided.